Event description:
It was reported that the patient¿s device was alerting due to a dislodged right ventricular (rv) lead. The lead was explanted and re placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314drm, implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).